Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose read 30 mg/dl when checked by the paramedics. However, the customer's blood glucose read 237 mg/dl on the glucometer she was using to test her blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.